Event description:
It was reported by a nurse that the patient who was in the prefer mvp study died. The cause of death and date of death have been requested and not received.

Manufacturer narrative:
Without a lot number or device serial number, the manufacturing date cannot be determined. This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.